Event description:
Baxter (B)(4) reported that the infusor leaked from the connection between the tubing and luer during filling with saline. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. A visual examination and functional testing of the unit confirmed the reported leak condition. A leak was observed at the solvent-bonded junction of the tubing and the distal luer. The cause of the reported condition was determined to be operator error, during the manual solvent bonding process. Awareness training was conducted for all applicable manufacturing operators. No other observations were noted on the unit.